Manufacturer narrative:
The lot number was provided for the reported malfunction so a lot history review was performed. The device was not returned to bd for evaluation. Therefore, the investigation of the reported malfunction is inconclusive. The catalog number identified has not been cleared in the us, but is similar to the powerport MRI isp, 8 fr. Groshong, inter. W suture plug, s/l products that are cleared in the us. The pro code for the powerport MRI isp, 8 fr. Groshong, inter. W suture plug, s/l products is identified. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8808560 implantable port allegedly experienced a missing component. This information was received from one source. This malfunction did not involve a patient. The patient's age, weight, and gender were not provided.